Manufacturer narrative:
The exposed portion of the soft cannula was found to be stretched. It was unknown when or how this damage occurred. During the investigation fluid was observed to freely pass the fluid path. No timeouts or drive stalls were seen in the download data. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 17.9 mmol/l (322.2 mg/dl). The pod was worn on the patient's arm for between 4 and 24 hours. As treatment, a correction was administered.